Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Patient grandfather called in due to grandson¿s pump coming off while playing basketball. At first the screen had the medtronic sign on it but then after inserting a new battery the screen started flashing back then blue. Display: flashing, white, or blank t/s per dop114-980. Adv to d/c from the pump at the qr. Patient is already disconnected customer reports display is flashing. No report of pump screen flashing when screen was turned on after being in sleep mode. Additional notes: ship: 1 pump, cs box white, cs le / return: 1 pump reason for return: fa05 missing segments/partial display.